Event description:
Additional information received from representative reports the lead would not insert/fasten down with screws. A plastic molding defect was reported and unable to insert.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0uk9v, implanted: (B)(6) 2015, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was a defective implantable pulse generator (ipg). The event occurred during the procedure. The lead would not pass through the ipg. The health care professional (hcp) tried multiple times to push the lead through the ipg but it would not pass through. The hcp also tried loosening up the setscrew on the ipg. They tried using the directional guide wire to clear a path for the lead in the battery but it would not pass through either. They ended up opening up a new ipg and the lead was easily able to pass through the battery and was locked into place by the torque wrench. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of stimulator serial number (B)(4) reveals no significant anomaly and the setscrew was backed out too far.